Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she had a loss or change in therapy. She had not been able to void, so she turned the implantable neurostimulator off and had been cathing. In the past when it occurred she waited until the swelling went down before resuming therapy and it typically resolved and worked for her. The patient also had pain that she was hospitalized for three times on the past month for. It was noted that the patient had spinal stenosis/ back problems/ pain/ leg pain/ severe migraines, all of which she had prior to implant and had gotten worse over the years. The patient also noted that she turned the battery off at night to conserve it. It was noted that the doctor suspected that the patient had ms. No interventions or outcomes were reported regarding this event. It was also unclear if the worsening symptoms/ ms was device related. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.